Event description:
The hcp reported that the pump was explanted and replaced after an implant duration of 7 months. The patient had noted an alarm occurring every 4 hours and began to experience increased pain and spasticity. The patient was receiving compounded baclofen and bupivicaine via the pump. The patient was monitored for several days and provided with supplemental oral baclofen, but symptoms continued. The logs revealed multiple motor stalls and recoveries at various times and duration. The pump was explanted and replaced; hcp reported patient has recovered without sequela. The pump has not been received for analysis as of the date of this report.